Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The infusion set and cartridge were changed. There were no issues observed with the infusion set tubing, site or cartridge. The customer declined to provide further information regarding the occlusions. Blood glucose level was not reported. As the occlusion alarms had occurred in the past, tandem technical support was unable to determine a possible cause of the occlusions.